Manufacturer narrative:
Inspection of the cannula assembly found the exposed portion of the soft cannula to be torn. Fluid was observed leaking out of the intended fluid path from the tear in the soft cannula. It could not be conclusively determined when or how this damage occurred. Cracks were found on the top housing. It could not be determined when or how these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 330 mg/dl while wearing the pod between 4 and 24 hours. The patient reported the pod was leaking from the infusion site. As treatment the patient removed the pod.